Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 on 1 pm due to a high blood glucose level of 500 mg/dl. The customer's blood glucose level was over 400 mg/dl at the time of the admission. The customer experienced symptoms related to their high blood glucose such as vomiting. The customer also reported that he received insulin flow block alarm in the past. The customer was treated with intravenous insulin. The insulin pump will not be returned for analysis.